Event description:
Philips received a complaint on the intellivue mx500 patient monitor indicating that when using the mx500 monitor to monitor patients, there were instances where parameters such as blood pressure and oxygen saturation exceeded the alarm thresholds, but the alarm did not trigger. The customer was unable to provide the date/time of event. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Analysis was performed by a philips field service engineer (fse) went onsite and checked that the alarm sound was normal. The logs and configuration files were unable to be provided. Based on the results of the analysis, the product malfunction was unable to be confirmed. The device was returned to use at the customer site. A review of the service history for this device shows that the problem has not been reported again for this device. Updated event date to 12/27/2025 based upon clarification information provided by good faith effort (gfe) response.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section e reporting institution phone #: (B)(6). Section e reporter phone #: (B)(6).

Event description:
It was reported that the monitor occasionally fails to alarm when the patient's monitoring parameters drop. The device was in use on a patient at the time of the event. There was no adverse event reported.